Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error during a procedure. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.